Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for deformed shield and stopper with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd has initiated further root cause investigation relating to the issue of damaged stopper/trim issues through corrective and preventive action (CAPA) 796739.

Event description:
It was reported that tube and stopper was deformed prior to use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: deformed shield and rubber stopper were found.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that tube and stopper was deformed prior to use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: deformed shield and rubber stopper were found.